Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694765 implantable defib lead 2012 (B)(6); (B)(4) implantable biv defibrillator 2012 (B)(6); 5076-52 implantable pacing lead 2012 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) lead thresholds have been going up since implant over a year prior. The leads remain in use. No patient complications have been reported as a result of this event.